Event description:
It was reported that this patient underwent a surgical procedure to explant this right ventricular (rv) lead due to allegations of discomfort and pain. Also reported that the right atrial (ra) lead as well as the implantable cardioverter defibrillator (ICD) were explanted for the same reason. No additional adverse patient effects were reported. It is unknown if this product will return for analysis.